Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's system board needs to be replaced to address the issue. The device is being returned to the customer unrepaired per the customer's request.

Manufacturer narrative:
The manufacture previously sent a report without g3 filled out. 08/30/2022 was entered in g3.